Manufacturer narrative:
(B)(4). Additional information: this was the first firing of the device on the cystiic duct and the clip malformed when fired, the surgeon removed the clip and it is not known if he continued to use the device or used another product. No other information was available.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with excessive dried body fluids; with the jaws in the closed position. A malformed clip was returned in a bag along with the instrument. In an attempt to replicate the reported incident, the device was cycled. Dried body fluids inside the shaft did not allow the clips to advance. Accumulation of body fluids is common during surgical procedures and does not necessarily indicate a manufacturing defect in the device. No further testing could be performed due to the returned condition of the device. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, that the clips did not form. It is not known on what firing this occurred. There were no patient consequences. Case completed with another device of the same product code.